Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the distal end of the teflon sheath was noted at approximately 27.5cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 5.7cm, 17.5cm, 47.3cm and 70.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0064in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times according to quality system document with similar results. Dried blood was noted within the one-way valve. The one-way valve was properly cleaned and tested again; the one-way valve still lost pressure immediately and failed. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/clotted central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. Upon further inspection, the cause of the leak was from a partial central lumen break, and the site was located at the previously noted bend approximately 5.7cm from the distal tip. The leak site from the partial central lumen break was not clear during visual inspection, nor was it detected at the aspiration test. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5.4cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. Some blood and debris was noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8.6cm from the iabc luer. The guidewire met resistance and could not advance at approximately 76.5cm from the iabc luer, which is the location of the previously noted damaged central lumen. Blood was noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. The reported complaint for iab blood in helium pathway is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged within the iabc flex-tip assembly area which can allow blood to enter the helium pathway. The returned iabc bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported " back bleeding was found after the balloon anterior end was discounted for implantation. " the device was removed and not replaced. No patient complications or injury reported. The patient's current condition is reported as "fine".

Event description:
It was reported " back bleeding was found after the balloon anterior end was discounted for implantation. " the device was removed and not replaced. No patient complications or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).